Event description:
This report is submitted in response to customer's medwatch submission to the FDA. It was reported that during an open shoulder surgery, the surgeon attempted to implant the bio screw and the eyelet pulled through the anchor and the surgeon was unable to implant it. Surgeon removed and replaced the implant to complete the case. No adverse consequences were reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the portion of the anchor returned broke right at where the driver tip stops inside the cannulation. The anchor tip was not returned and the suture loop and knot remain intact. Previous investigations indicate that this type of event is typically caused by improper bone preparation and/or not maintaining the axial alignment during insertion. Details regarding bone preparation are unknown and the actual cause of this event could not be determined.